Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The cpu and o2 solenoid were recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient involvement.